Manufacturer narrative:
(B)(4). Mfg site name - (B)(6) medical. Investigation results: a visual examination of the returned resolution clip device found that the clip assembly was fully deployed and was jammed onto the bushing. It was noted that the clip prongs were locked into the capsule. A kink was noticed in the control wire and the coil. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2017. According to the complainant, during introduction of the device, the clip was unable to be advance out of the sheath and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip assembly mashed onto the bushing; therefore, this is now an MDR reportable event (see for investigation details).